Event description:
The crown burrowed its way into a protective covering, plastic catheter over it. It was not tracking the way the physician was directing the catheter. It appeared that the weld had broke over the diamond; not spinning or advancing as it should. It was not atherectomizing the vessel as it should.